Event description:
The user facility reported a 66-year-old female patient was implanted with an impella 5.5 device for mechanical circulatory support. Upon insertion of the pump, a placement signal not reliable alarm appeared on the console. The pump was subsequently removed and an impella cp pump was implanted for ongoing support. There was no patient harm.

Manufacturer narrative:
The device was returned and an evaluation was completed. The data logs showed the raw position signal (ps) measuring around 50 mmhg and the displayed measuring 500 mmhg during the case. The pump was initially connected to the automated impella controller (aic) upon return and the placement signal measured 400/400 mmhg. 5s parameters measured normal. Pump was run in tergazyme and the ps slowly dropped to 11/8 mmhg. Upon conclusion of the investigation, the root cause of the optical signal issue was determined to be most likely due to biomaterial. This report is being filed as part of a retrospective review of historical records.